Event description:
It was reported a spectrum pump over-infused nesiritide to a pt during a clinical trial. The infusion was set up to run at a rate of 31 ml/hr over 8 hours, with a volume to be infused of 248 ml. The medication bag was reportedly empty after 6 hours and 21 minutes. The screen showed that 190.5 ml had been infused, however the entire bag had actually infused. There were no ill effects to the pt and she did not receive a dose of nesiritide considered to be outside the therapeutic range. However the pump malfunction reportedly required that the subject repeat the infusion a week later, causing additional exposure to study drug, additional blood draws, and additional procedures.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.